Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a 0.9 ns infusion programmed at 100 ml/hr, free flow was observed. The infusion was stopped and the device was removed from service. No patient harm was reported. The biomed inspection determined that the platen was missing.

Event description:
The customer reported that during a 0.9 ns infusion programmed at 100ml/hr, free flow was observed. The infusion was stopped and the device was removed from service. No patient harm was reported. The biomed inspection determined that the platen was missing.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
The customer¿s report of a free flow event was confirmed. During physical inspection it was observed that the pump module did not have a platen assembly installed. The pump module error log did not show any errors or malfunctions on the reported incident date. The pump module event log showed that on (B)(6) 2018 at 11:47 pm the module was programmed to infuse at a rate of 100ml/hr with a vtbi of 950ml. Immediately after the infusion was started the module alarmed for door open. The pump was paused and then alarmed for flow stop open and check IV set. The infusion was then restarted, but immediately alarmed for check IV set. The infusion was restarted 3 additional times and all 3 times the device alarmed for check IV set. The check IV set alarm is consistent with a missing platen assembly. There were no log entries indicating the device was channeled off. Functional testing performed on the pump module replicated a free flow event. The root cause of the free flow event was a missing platen assembly.

Event description:
The customer reported that during a 0.9 ns infusion programmed at 100ml/hr, free flow was observed. The infusion was stopped and the device was removed from service. No patient harm was reported. The biomed inspection determined that the platen was missing.